Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that during the correction period with tsf products, the k-pin broke and there is loosening between the connection part of nail and the ring.

Manufacturer narrative:
[(B)(4)].